Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 768 mg/dl. The customer stated that she began experiencing high blood glucose levels the night before being hospitalized. The customer was also urinating excessively. The customer stated that she had dinner, but didn't bolus because she had a lot going on at that time. The alarm history was reviewed, and found no delivery alarms just prior to the hospitalization. The customer stated that her doctor wanted the insulin pump replaced. Further troubleshooting was declined. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.